Event description:
On aug 28, 2006, kinetikos medical, inc. Was informed of the [planned] explant of a subtalar mba orthopedic foot implant to address pain reported by the female pt at an unreported interval following its original implant date. The attending physician was contacted for particulars on the following month. The device was not returned to kmi for evaluation.